Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor gave a reading of 40 mg/dl when the blood glucose reading was 149 mg/dl, causing the threshold suspend to be activated inappropriately. The customer was advised on proper calibration techniques.